Event description:
After the zenith endovascular graft was deployed, post angiogram noted a stenosis in the ipsilateral limb. Due to the anatomical condition of the vessel, it was determined that additional radial force should be applied at the sight of the stenosis to maintain patency of the graft and ensure that no further complications were encountered, as a result of a change in the aneurysm or morphology of the vessel. Once the stent was placed inside the leg graft, a noted increase in the expanded diameter of the iliac leg graft was viewed. No endoleaks were seen at the conclusion angiogram.